Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had alleging possible pump under delivery due to high blood glucose level. The customer¿s blood glucose level was 16.3 mmol/l. Customer assisted with performing the hp test and it was failed repeated the test again failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected occlusions or insulin flow blocked alarm during priming noted. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).